Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The safety lock was disengaged and the actuator was fully pressed. The actuation button was depressed approximately 1 inch inside the casing. The cutter and needle were fully deployed and appeared straight. The body of the device was tainted with blood. Based on the returned condition of the device and the evaluation results, the reported failure "failure to fire" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm safety lock was depressed and then the actuation button was as well. However, it didn't work. When the customer tried the same thing out of the surgical field, it worked. A replacement device was used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm safety lock was depressed and then the actuation button was as well. However, it didn't work. When the customer tried the same thing out of the surgical field, it worked. A replacement device was used to continue the procedure. No patient injury was reported.